Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported having high blood glucose readings of 525 mg/dl. Customer changed out the cannula and noticed that it was bent. Customer has treated the high with a manual injection. Customer stated that they changed their set and is now doing fine. No further information reported.